Manufacturer narrative:
Follow-up # 1 ¿ (07/29/2014). The patient¿s meter has been returned on 7/17/2014 and evaluated by lifescan product analysis on 7/18/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
Enhanced meter read inaccurately high compared her feelings and or normal results. The complaint was classified based on the customer service representatives (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2014 at 11:00 p. M. When she obtained a blood glucose reading of ¿32.4 mmol/l¿ with the subject meter. The patient manages her diabetes with an insulin pump and stated she took her usual dose of insulin (humalog, 4.4 units) in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient claimed, 1 hour after the alleged issue occurred, she developed symptoms of ¿shaky, feeling sick, and hungry¿. On (B)(6) 2014 ¿around midnight¿, the patient self-treated with food and/or drink. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 3 - (09/05/2014). The retain test strips also passed all testing.

Manufacturer narrative:
Follow-up # 1 ¿ (09/05/2014). The patient¿s test strips have been returned on 8/26/2014 and evaluated by lifescan product analysis on 8/26/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.